Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The perfusionist reported that while the patient was at home, his spouse heard alarms and found the patient unresponsive; the patient appeared to have been in the process of changing power sources from battery support to the power base unit (pbu). It was reported that the patient went into cardiac arrest and emergency services (ems) were called. When ems arrived at the patient's home, he was fine and had stabilized. The hospital decided to admit him for observation and after a few days, the patient was discharged home. While at the hospital, the patient was re-trained on the process for exchanging batteries to pbu.

Manufacturer narrative:
The patient remains on lvad support with no further issues. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.